Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow keypad button was sticking. The patient stated it took several attempts to program accurately using the up arrow keypad button. The patient reported the ok button symbol was worn off the pump. The patient wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up and down arrow keypad buttons responded intermittently and required excessive force to evoke a response. All the other keypad buttons were appropriately responsive when tested and had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the up arrow, down arrow and contrast button contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.